Event description:
Reporter indicated that he would be returning an explanted vns generator, and lead from a deceased pt. No info is available on the cause of death, and product analysis on the device has not been completed. Good faith attempts to obtain add'l info from neurologist have been unsuccessful to date.